Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular tachycardia (vt). The device remains in use. It was also reported that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.